Event description:
It was reported that while stimulation was turned off, the patient experienced a shocking or jolting sensation. The patient had been getting shocked 'quite often' for over 30 minutes at the time of report. Stimulation was off and the device was programmed to 0 v and off. The patient was still getting shocked. The patient thought 'something might be malfunctioning.' Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).